Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck, and user couldn¿t operate on data monitor. Upon functional testing, the fse found that the host pc couldn¿t run normally, and no operation was allowed on data monitor. The fse checked the power-on self-test (post) result survey and it showed host pc and ippc couldn¿t be detected. The fse confirmed that the host pc was defective. The defective host pc was returned for analysis, and it confirmed that the motherboard was defective. To resolve the reported issue the fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an issue with the host pc. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.